Event description:
It was reported that an em2400 valve set was leaking lipids from port 2. This was observed during fluid delivery on a compounder in the pharmacy. There was no patient involvement. No additional information is available.

Manufacturer narrative:
Should additional relevant information become available, a supplemental report will be submitted.

Manufacturer narrative:
B5: update "an em2400 valve set" to "an unspecified quantity of em2400 valve sets" and update "lipids" to "multiple vitamin injection (mvi)". H4: the lot was manufactured from november 09, 2021 - november 10, 2021. H10: the actual devices were not available; however, a companion sample was received for evaluation. Unaided visual inspection was performed which did not identify any abnormalities that could have contributed to the reported condition. System level testing was performed which revealed a leak from port 2. The reported condition was verified on the companion sample. The cause of the condition could not be determined. This issue is being further investigated. A batch review was conducted and there were no deviations found related to this reported condition during the manufacture of this lot. Should additional relevant information become available, a supplemental report will be submitted.